Event description:
Patient was revised to change the tibial insert from a tc3, which was erroneously implanted on 3/19/12, to a rotating platforn posterior-stabilized insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required in retrieving the device history records for reviewing and searching the complaint database by lot code was not provided. The reason for revision surgery was to match the tibial insert with the depuy recommended compatible femoral component. Provided information stated the revised tibial insert was not suspected of failing to meet specifications. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.